Manufacturer narrative:
Supplemental is being submitted to provide MDR cover letter inadvertently not attached with initial MDR report. (B)(4).

Event description:
It was reported that there was an unexpected event during a procedure. Sales representative reported that, at the beginning of the case upon entering the room after the patient was draped, it was noticed that there was not a truclear instrument tray in the operating room to begin the procedure. A tray was transported in from spd (sterile processing department). The scrub tech opened the tray and put the 8.0 scope together with all of the tubing. Sales representative stated that the surgeon was asked if he wanted truclear ultra reciprocating morcellating blade, 4.0 ready in order to proceed with the case. Surgeon said yes. It was reported that after not being able to find the truclear ultra reciprocating morcellating blade, 4.0 in the operating room, the sales representative exited the room to retrieve the device, and upon their return it was discovered that the surgeon had already began the procedure. It was reported that the surgeon stated that the operating room staff acquired a blade from the surgical tray brought in from sterile processing. The sales representative instructed the surgeon to immediately discontinue with the procedure and to remove the blade recovered from the surgical tray due to the blade in question being a single use device that was not to be reprocessed. Surgeon stopped and inserted a new blade. It was reported that surgery was completed successfully with no harm to the patient.

Manufacturer narrative:
Product not returned for evaluation, therefore an assessment was not possible. Review of the device history records could not be performed as the lot number was not provided. A complaint history could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may possibly have caused the user to experience the reported incident. At this time, further investigation cannot be performed. In the event the subject device(s) are returned for evaluation, complaint will be reopened for additional investigation and the subject device will be evaluated. (B)(4).